Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the hand-switch was old and needed to be replaced. The delay of pressing button vs reaction of the system is related to the huge patient data the site has. The customer was advised to delete older data. Once the hand-switch was replaced, the system then passed the system checkout and was found to be fully functional. Analysis on the returned hand-switch resulted in an electrical failure found through functional testing, performance testing, and visual/physical examination. Analysis states that the hand-switch cord is overstretched. Installed the hand-switch into test system 267. Perform multiple 2d and 3d images. 3d imaging would intermittently not complete the spin. Faulty hand-switch. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used during an veterinary based procedure. It was reported that from time to time, the hand switch would not be working well. Pressing the button needs to be double pressed for it to work.